Manufacturer narrative:
The user began receiving a sensor replacement alert on (B)(6) 2025, day 158 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was tested in-house, and the investigation revealed optical instability across all sensing areas. A review of the raw sensor data showed that the sensor replacement alert was triggered after glucose readings were blinded when all channels fell below the threshold value. The instability was attributed to delamination of internal components of the sensor, which was confirmed by microscopic visual inspection. The user was offered a sensor replacement as a resolution. B4.date of this report 16 sept 2025. G3.date received by the manufacturer? 16 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 3224,4203. H6. Investigation conclusions updated to 4307.

Event description:
On 13 june 2025, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.